Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, hemostasis on the device did not work. There was no patient involvement.